Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and was found to be within specification.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a lead revision due to loss of rv-sensing, the physician suspected lead perforation. The patient was transferred to another facility were the lead was explanted.